Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to technical support (ts) that an m31 air detected in cassette alarm occurred during the patient¿s treatment, in dwell 4 of 4. While troubleshooting with ts, the contact was instructed to examine the baxter solution bag. The contact picked up the baxter bag (which is used for the patient¿s last fill), and the safe lock apd luer lock adapter ¿fell off¿ the bag. The two products became completely disconnected. The contact confirmed that the connection was securely fastened when setting up for the treatment. The contact stated they always verify that all connections are tight before proceeding. No damage or irregularities were identified on either product (the apd luer lock adapter or the baxter bag). The disconnection did not result in a fluid leak. The contact reported that the fluid had successfully transferred to the heater bag, and the baxter bag was empty. Following the disconnection, the ts representative advised the contact to activate stat drain 4. The patient started to drain and there were no further alarms from the cycler. The patient did not complete their treatment, but there were no adverse effects due to the incomplete treatment. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. It was confirmed that the patient's pd nurse was informed of the event. The patient is continuing pd therapy on the machine with no further issues. The safe lock apd luer lock connector was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.